Manufacturer narrative:
Vyaire internal file number (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
A customer reported to vyaire that a vela ventilator was in use on a patient when the ventilator generated a constant alarm sound and failed to properly ventilate the patient. The customer removed the patient from the ventilator. The customer reported that there was no patient consequence associated with the event.

Manufacturer narrative:
A vyaire field service engineer (fse) evaluated the suspect ventilator but was unable to duplicate the reported problem and ventilator was verified to function per manufacturer's specifications. A conclusive root cause could not be determined.